Manufacturer narrative:
(B)(6) 2015 04:46 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Ctu nurse manager, (B)(6) at (B)(6) left a voicemail message on the complaints line. He left it yesterday afternoon. The customer stated a catheter had ruptured and requested a return kit to be sent for an evaluation of the balloon. Customer stated that surgical removal was necessary in this event. Per (B)(6), there was no harm or injury as a result of the event, but the current status of the patient is deceased and they do not feel it was attributable to the event.